Manufacturer narrative:
Upon secondary review of the two related files, manufacturer report numbers 1645337-2021-08540, and 1645337-2021-09258 on august 17, 2021, mentor became aware that incorrect date of implant was report under the previous initial submission. It has been corrected on this file. Manufacturer¿s reference number: (B)(4) d6a date of implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast surgery with unknown size unknown gel implants and experienced reoccurring capsular contracture; baker grade unknown on her left side postoperatively. As a result, the patient underwent explantation and replacement surgery on (B)(6) 2021.